Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of a fusion oxygenator, a pre-membrane pressure of 417mmhg was observed when going on pump. The pressures dropped to below 250 within an hour of going on pump. The device was used to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that the drugs used in prime were 25g mannitol and 10,000u heparin. The highest pre oxygenator pressure was approximately 490mmhg. It started decreasing after approximately 35 minutes on pump. The customer used more heparin than usual to maintain a sufficient activated clotting time (act). Naso temperature was 34.2 to 36.8. The customer does not chart pre and post oxygenator temperatures. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.